Event description:
It was reported that a mode switch was observed for oversensing of the implantable pacing lead. The lead remains in use per medical judgment. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).